Event description:
It was reported that a malfunction alert, identified as code malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump successfully, eliminating the malfunction alert, and was advised to continue using the pump while contacting support again if the issue reoccurred.